Manufacturer narrative:
The returned sensor evaluation is within specifications indicating that the incorrect calibration occurred through user error (did not recalibrate for new stip lot. All available info regarding the sensor complaint was investigated and reviewed. Electronic testing of the testing of the returned sensor was performed. A simulated assay was implemented and met specification. No physical defects were observed relative to the sensor. The lcd display functioned appropriately with all segments visible. Sensor electronic functionally was within specification. No further sensor investigation is required. # of add'l pages 1.

Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. The incorrect calibration code, if used to perform an assay could result in higher than expected results. These results under certain conditions, could have adverse clinical affects. No injuries were reported in the field.